Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and low blood glucose levels. On (B)(6) 2017, the patient was experiencing low blood glucose levels with a result of 39 mg/dl. The patient's mother states the last blood glucose result was a couple hours prior to the 39 mg/dl result and it was normal. The mother did not recall the actual result. The mother treated him with glucose tablets/gel, food, and the results returned to normal. The patient felt weak and has difficulty thinking or focusing due to the low blood glucose which would have prevented him self-treating. The mother states there have been 5 or 6 other instances of readings in the "30's mg/dl to 40's mg/dl" range. On (B)(6) 2017, the patient's blood glucose result was above 300 mg/dl on his continuous blood glucose monitor. The patient's mother gave him a manual bolus and the blood glucose level returned to normal. The mother states that she always provides assistance of bolusing to the patient because he is young, but she states the patient had a headache, felt sluggish, and nausea which would have prevented him from self-treating. The patient has had other instances of high blood glucose that have been between 450 mg/dl to 460 mg/dl. Approximately 10-12 instances in total. The mother treated the patient with a manual bolus and the blood glucose results returned to normal. The patient had a headache, felt sluggish, and nausea. The patient felt more cranky, upset, and thirsty in these instances. During a callback to the customer on (B)(6) 2017, it was reported the patient experienced a hypoglycemia event on (B)(6) 2017. At 4:19 p.m., the patient's blood glucose result was 165 mg/dl. The patient began experiencing low blood glucose symptoms at 5:11 p.m. And his blood glucose result was 77 mg/dl. The patient was pale, unsteady, weak, and unable to clearly communicate. The patient's blood glucose result was 54 mg/dl at 5:25 p.m. And 45 mg/dl at 5:32 p.m. The patient's mother treated him with glucose tablets and glucose gel. The infusion device was requested to be returned for product evaluation.